Event description:
A remstar plus c-flex w/humid device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation, the service center performed a visual inspection and found visible foam particle contamination inside the blower kit and dust contamination. The blower foam was degraded. The device displayed error code: #65 (err_stuck_encoder_a). The device was scrapped by the service center after the evaluation was completed.